Event description:
It was reported that during a ptca treatment procedure, while attempting to pre-dilate, the balloon broke at 8 atm. It was inflated twice, once at 6 and then 8 atm. It broke on the second inflation. The patient experienced a distal spasm which was relieved with intra-coronary nitroglycerin. The patient status is reported as ok. It is noted that the product had been resterilized x1.